Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Event description:
Consultant reported: during a femur procedure, the tips of both drivers broke during the procedure. Pieces broke into the wound, but were retrieved by the surgeon. The surgeon used a driver from another set to complete the procedure this is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Visual inspection of the returned instrument shows that the hex tip has broken off. The break is oblique in that it is broken at the shaft to tip transition on one side and about half way up the hex tip on the opposite side. The break is jagged as it transitions around the part and there is a large burr extending from the break down into the cannulation. Otherwise, the instrument is in very good condition. The complaint is valid, an internal corrective action has been opened to address this issue.